Event description:
It was reported that during the procedure the fiber broke inside the patient after 150,095j and 18:07 minutes of use. A second fiber was used to complete the procedure without clinical consequences to the patient.